Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "no clinical difference between tin-coated versus uncoated cementless cocrmo mobile-bearing total knee arthroplasty; 10-year follow-up of a randomized controlled trial" written by jan k. G. Louwerens, niels hockers, gijs achten, inger n. Sierevelt, peter a. Nolte, and ruud p. Van hove published by knee surgery, sports traumatology, arthroscopy accepted by publisher on 10 april 2020 was reviewed. The article's purpose was to determine if less pain, higher postoperative outcomes cores and lower revision rates after total knee arthroplasty (tka) can be achieved with a tin coated cocrmo tka verse uncoated cocrmo tka after 10 year follow up. It is noted that the uncoated product was a depuy implant and considered as the control group. Cement manufacturer is not identified and patella resurfacing was not performed. Depuy product: lcs complete with mb rotating platform. Adverse events for control group: loosening of tibial component (interface unknown and treated by revision) deep infection (treated by surgical intervention.